Manufacturer narrative:
Corrective action was initiated for the reported issue.(B)(4).

Event description:
Patient's bone graft was removed approximately 9 months post-implantation due to osseointegration failure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. An investigation of the complaint has been performed consisting of a documentary review. The review of manufacturing history indicates that product was manufactured according to the pre-defined specifications. According to the available data and as the product has not been returned for inspection, the exact root cause of the incident cannot be determined.